Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as ¿the catheter was changed twice due to biofilm formation and this was suspected to cause peritonitis¿ (no further detail was provided). It was unknown if the patient was hospitalized for the event. One month after the date of onset, the patient began treatment for the peritonitis with injection (inj.) Fortum, 1 gram, once daily (route unspecified); inj. Vancomycin, 1 gram, 4 days, intraperitoneally (ip) and meropenem, 500 mg, ip (frequency unspecified). On an unreported date, treatment for peritonitis was discontinued. At the time of this report, dianeal therapy was ongoing. No additional information is available.